Event description:
Customer took a blood glucose test before dinner and received a result of 157mg/dl. The customer took insulin. The customer did not eat very much. They began feeling bad and were kind of out of it. Spouse called the ambulance and they performed a test and received a result of 34mg/dl, the customer's device result was 190mg/dl. The customer was taken to the hosp. Treatment unknown. Customer does not have controls but states the diabetic clinic always checks with their controls. Values unknown. A request was made for the return of the suspect device and replacement product was sent.